Event description:
The customer reported that their pump screen was dark and would not turn on, and a malfunction on the pump was identified. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed the caller on troubleshooting steps, but the issue persisted, so a replacement pump was arranged. Meanwhile, the customer opted to use multiple daily injections (mdi) and consult with a healthcare provider for further insulin backup options. The customer was also interested in obtaining an out-of-warranty loaner pump.